Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing shoulder pain, weakness and fatigue. Ventricular tachycardia (vt) non-sustained episodes and far field r-wave (ffrw) sensing were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.